Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high and low blood glucose levels. The customer had issues with the sensor and blood glucose reading levels. The customer experienced a blood glucose level of 53 mg/dl and he treated by over treating. His blood glucose level went up to 410 mg/dl. He treated his high blood glucose level with the insulin pump. The customer declined the paramedics. The customer also treated his low blood glucose levels with juice and glucose tablets. The device was not returned.